Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: "por" events observed in black box on (B)(4) 2015. Battery cap is able to tighten. Battery compartment crack observed below grip pad. The audio bolus button cover detached/missing. Unable to verify functionality of bolus button due to missing cover. Evidence of moisture contamination on bolus button solder contacts shorting bolus button. Due to moisture contamination shorting out bolus button, keypad is unresponsive to user inputs. Removed pump case. No evidence of additional moisture or loose components inside pump. Unable to adequately investigate "intermittent power" complaint due to inability to complete 24 hour basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.